Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer identified a (B)(6) alinity I hiv ag/ab combo result for one patient. The following was provided: on (B)(6) 2021 sid (B)(6), initial result (B)(6), repeated (B)(6). Patient history: tested (B)(6) within one month. No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for false reactive results when using alinity I hiv ag/ab combo reagent, lot number 29125be01. A review of tickets was performed and determined the reagent lot performs as expected for this product. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Review of field data was performed; the number of standard deviations to cut-off for the negative population and the patient median values obtained with the complaint lot(s) are within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the alinity I hiv ag/ab combo reagent, lot number 29125be01 was identified. Section g has been updated to reflect personnel change subsequent to the original submission.